Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with lumbar canal stenosis and underwent transforaminal lumbar interbody fusion at l3-s1. Post-op, pedicle screw was reported to be out of bounds at right side of s1. Re-operation was performed by re-insertion of the screw on (B)(6) 2017 as scheduled with no problem.